Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) has been returned and evaluated by the failure analysis team. The reported failure was replicated. The monitor was installed onto a test system and there was no video in right eye when the surgeon side console (ssc) was powered on.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video signal was missing on the surgeon side console (ssc)1 right high-resolution stereo viewer (hrsv). An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs, and no related errors were verified in the logs. The isi tse asked the customer to perform a hard power cycle of the system emergency power off (epo). The customer then reported that the issue persisted. The system was a dual console system and the second console had been already connected to the system at the time of the call. The surgeon decided to move to the second console to complete the procedure. The procedure was completed robotically, using the second console with no patient injury. Isi contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors. The name of the procedure was unknown, and the hardware was the reason for this issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. A RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.